Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During the procedure, the carrier would not retract to reload the bullet. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(4), 2022. During the procedure, the carrier would not retract to reload the bullet. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures that reported reportable event of carrier failed to retract. Block h10: visual inspection of the capio slim device found that the ten riveting pins were in place. No issues were noted on the cage, handle and distal end. Functional analysis was performed by loading the dart into the carrier, and it deployed properly and penetrated into the cage without problem (it was performed three times). Therefore, the report complaint was not confirmed. Based on all available information, the most probable root cause is no problem detected since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.